Manufacturer narrative:
Submit date: (B)(6) 2016. An investigation is currently underway. Upon completion, a full investigation will be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer reports that the unit's occlusion alarm does not work.

Manufacturer narrative:
Submit date: 10/10/2016. An investigation of kangaroo joey for the reported condition was performed for the reported condition of; unit¿s occlusion alarm does not work.. The unit was triaged and the complaint could not be confirmed. The unit passed all testing. Kangaroo joey was manufactured in 2012. A review of the device history record shows this device was released meeting all manufacturing specifications.